Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type extension.

Event description:
A consumer reported that the lead behind their ear had been revised six times since implant. There were no allegations of a system use issue during the revision. The patient had completely recovered. The dates of the revisions were unknown. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.